Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during dwell 1 of 4. The home patient (hp) stated that she forgot to close the unused clamp on the organizer for her final line. The technical service representative (tsr) explained the alarm and the proper set up procedures to the hp. The tsr then assisted to clear the alarm. The hp stated she was already disconnected because she had to disconnect to get to the phone to call baxter. The hp would start over with all new supplies. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. Per hp, he did not have any injury or harm as a result of this incident. Per hp, there were no defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.